Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported stent dislodgement was able to be confirmed. The reported difficulty to remove was unable to be replicated in a testing environment as the sheath was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Crimp marks on the balloon between the markers is suggestive the stent was originally positioned correctly and securely at the time of manufacture. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling during sheath removal resulted in the reported difficulty to remove sheath and ultimately resulting in the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that resistance was felt when removing the protective sheath from the 3.5x15 mm xience alpine stent delivery system (sds), and the stent dislodged from the balloon. There was no patient involvement and no clinically significant delay in the procedure. An unspecified xience alpine sds was used to complete the procedure. No additional information was provided.